Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she collapsed at a train station while in (B)(6) and went to the hospital on (B)(6) 2014. She regained consciousness four days later. Customer does not know her blood glucose at the time of hospitalization. She said before collapsing, she felt confused. Her son noticed she was fidgeting around in her purse for no reason. Customer is not sure but she thinks she may not have eaten enough, causing her to go low. She also thinks the insulin pump she was using was not setup correctly and had no settings. Customer's doctor checked her for heart problems and found none. Customer's endocrinologist also found nothing wrong, but is ordering more tests to be sure. Nothing further reported.